Event description:
Received customer's maude report: "alaris pump alarm sounded, nurse checked and the screen turned red and shut off. No pt injury reported. Heparin per pharmacy protocol, continuous IV." Conflicting info in the report, event type (h-1) is listed as injury, and event outcome is listed as required intervention, however, text states "no pt injury reported". No other details were provided and no customer entity or contact person is listed.

Manufacturer narrative:
(B)(4). No hosp name, address, or contact person is listed; no phone or email is provided. Previous query to FDA for add'l info, specifically name of customer and contact info has produced the response that all of the allowable info has been provided and no further info is or will be made available.